Event description:
It was reported the ultrasonic surgical device had a burned teflon pad and observed black fragments on the patient tissue; the black residue was consistent with coagulum resulting from over-desiccated or carbonized blood/tissue during energy activation. The texture and coloration are typical of thermal coagulum rather than metallic debris. The issue occurred during a total laparoscopic hysterectomy. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Upon review of complaint record, it was noted field h9 was inadvertently marked as fy25-009-f, instead of being left blank. No change in MDR reportability decision. Additional assessment created to submit supplemental emdr with correction.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report corrects the previously submitted g3 ¿ date received by manufacturer. The receipt was not late; the correct date is 11/25/2025.

Event description:
No additional information received from the customer.